Event description:
It was reported that an accidental insulin delivery occurred when the user filled the tubing while it was still connected to her body, resulting in all 10.2 units being delivered. The user went to the emergency room (ER) for assistance and consumed carbohydrates prior to going to the ER in attempt to address low blood glucose. While in the ER, the customer was treated with juice and carbohydrates. The customer was released from the ER after 3.5 hours with the reported issue resolved and no permanent damage. Customer continued using the pump for insulin therapy.